Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose (bg) level. Multiple contact attempts were made by tandem technical support to determine the rate of battery depletion to determine if it was outside of normal parameters; however, no additional information could be obtained.